Event description:
The customer was having problems with the pump. The family member stated that pt has had high bgs and is on their back up plan of injections. Later, the contact called back to troubleshoot the device. During the conversation the family member stated that pt was hospitalized for high bgs. The self-test and high-pressure test were performed and passed. A replacement pump was requested.